Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was explanted. Additional information was reported that the aus was not working since activation, the patient had incontinence after the device was activated due to the device was not cycling resulting from fluid loss.